Event description:
It was reported that the attachment was overheating when in use. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the attachment was overheating when in use. Attempts are being made to obtain additional information from the user facility.